Event description:
A customer reported ¿discrepant patient result for sa1c¿ on the g8 analyzer. The customer installed a new column and calibrated, the quality control (qc) is within range and no issues with the analyzer. The customer stated that tosoh¿s result was not used for diagnosis and treatment. Additionally, the customer conducted a comparison by running 12 samples on another g8 analyzer, and the results for both g8 analyzer matched. The identical samples were sent to a reference lab and tested on an abbott and beckman analyzers and the results were lower. The beckman results were not provided, but the abbott analyzer results were consistent with the patient¿s historical results and was reported out. The customer also stated that the samples were hemolyzed upon reaching the reference lab. Technical support specialist (tss) explained to the customer that hemolysis can contribute to the lower results obtained at the reference lab. The customer requested onsite service. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing blood samples that were ran, which provided two different a1c levels. Fse verified that the retention time (rt) was too low. Furthermore, the fluctuation of a1c values in the blood samples lead the fse to suspect a clot in the fluidic system that came from the maintenance kit. Fse replaced the sample needle and changed the fluidic lines, which are commonly prone to clotting. Fse ran precisions on blood samples that passed tosoh¿s specifications, ran quality control (qc) within tosoh¿s specifications. No further action required by field service. The g8 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 30apr2022 through aware date 30may2023. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual v 3.2 under section 1.8 and 1.9: limitations of the procedure: total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Expected reference values: reference ranges (non-diabetic): hba1c 4.0-6.0 % (mean 5.0 %, sd 0.5 %) the diagnosis of diabetes and identification of persons at increased risk of developing diabetes follows the ada guideline of 6.5% for the cut-off and values between 5.7% and 6.4% as being at increased risk.. The most probable cause of the reported discrepant result was possibly due clot from the fluidic lines and a failure of the sample needle assembly.